Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system two days after catheter placement, blood leaked from the septum. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: 2 days after catheter placement, blood leaked from the septum.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 24ga nexiva unit consisting of a catheter-adapter extension set with a needless connector attached to the straight adapter. Through the visual microscopic evaluation, the septum canister assembly displayed signs of damage. A water/air leak test was performed where an air bubble was observed. Further microscopic evaluation confirmed leakage and damage at the inner end of the canister. A definitive cause that triggered the damage observed on the septum assembly could not be determined however it can be concluded to be manufacturing related. DHR could not be performed because of the unknown lot#.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system two days after catheter placement, blood leaked from the septum. Foreign complaint the following information was provided by the initial reporter: 2 days after catheter placement, blood leaked from the septum.